Manufacturer narrative:
(B)(4).

Event description:
This lead was attempted but not implanted because upon positioning the lead, the patient developed complete heart block. The physician decided to get second access and temporarily pace the rv with a pacing lead, then explant this lead and implant a df4 ICD lead. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.